Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/2.25mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully completed the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'